Event description:
The initial reporter alleged discrepant results with the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the starlet 8ch.compl. W. Accessories instrument. On (B)(6) 2022, a batch of pooled samples (pp6) was tested, and sample ID (B)(6) was reported as hepatitis c virus (hcv) reactive with a cycle threshold (CT) value of 53.0. All run monitoring and error checking (rmec) parameters were valid. A repeat test on the same day (B)(6) 2022) for a subset of six samples (resp1) showed sample ID (B)(6) as hcv reactive with a CT value of 40.0, but the internal control (ic) was invalid. All rmec parameters were valid for this run, and the remaining samples in the subset were non-reactive. On (B)(6) 2022, the user repeated testing for sample ID (B)(6) along with other samples from the initial batch. This run yielded a non-reactive result for sample ID (B)(6), with all rmec parameters valid. Serological testing for the affected samples, including sample ID (B)(6), was non-reactive.

Manufacturer narrative:
The reported event occurred on a starlet 8ch.compl. W. Accessories instrument with serial number (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay performed within specifications. A review of quality control data, complaint history, and non-conformance records did not identify any issues related to the reported event. The discrepant results observed for sample ID (B)(6) were attributed to a viral load near or at the limit of detection (lod), which can result in variable outcomes. Serological testing for the affected samples was non-reactive, and no trend was identified for the reagent lot used (h06830). Wash buffer lot information was not available for review. The customer was advised to follow the instructions for managing questioned results and to use the retest function with the same sample barcode for invalid results to ensure proper result history tracking.